Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while he was delivering and putting in a new cylinder. The insulin pump's reservoir compartment was cracked and the o-ring came off. The customer dropped the insulin pump. The customer was able to complete the rewind sequence. Customer's blood glucose last night was 53 mg/dl. The customer mentioned a hospitalization and that it was caused by user error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No motor error alarms were noted and the motor was tested outside the device and passed. The operating currents are within specifications and the insulin pump passed basic occlusion, self test and a21 error and displacement tests. The insulin pump has partially broken reservoir tube lip, a test reservoir was installed and the reservoir did lock in place. The insulin pump also has cracked case at the display window corners, cracked display window and minor scratched lcd window. The insulin pump was returned without the belt clip assembly therefore unable to verify belt clip anomaly.